Manufacturer narrative:
Date of event: exact date unknown, event occurred two weeks ago from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7078514.

Event description:
It was reported that the patient was experiencing inadequate stimulation and undesired sensation on a non targeted area despite reprogramming due to lead migration which was confirmed through an x ray. The patient underwent a lead replacement procedure and was doing well post peratively. Explanted leads were discarded.